Event description:
Patient presented for lhc and peripheral angiography as an outpatient. Intervention needed after diagnostic intervention completed. During the procedure, the stent balloon became stuck in the patient distal rca. After manipulation attempts, the balloon broke off in the patient distal rca. Cvt consulted, no surgical intervention per team. ICU orders placed for admit. Continual chest pain 8/10 - 10/10 noted by patient, unrelieved with pain medication. Patient recovery completed and patient transferred to ICU for continued care. Chest pain still 10/10 at time of transfer. No EKG changes from baseline. Equipment was bagged and kept. Boston scientific notified - no existing recalls for similar product malfunction. Equipment will be submitted for investigation with the company.